Event description:
Discordant results were obtained on an advia 1800 for one pt for albumin and total protein. The albumin result was checked at two other labs by electrophoresis, and the total protein was also rerun at one of the labs. Initial advia 1800 results were not reported to the physician. There were no reports of pt intervention or adverse health consequences due to the discordant albumin and total protein results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. The fse verified the definition of the albumin and total protein methods and collected data. The customer refused to provide further data or assistance. The sample was not available for further testing. No conclusion can be drawn. The instrument is performing within specifications. No further evaluation of the device is required.